Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The dim display was gradual and was observed approximately 2 months ago. It was also reported that there are scratches on the display screen on the right side of the pump and this cuts off some of the lettering on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The pump powered on and the display had full contrast and color. Investigation revealed minor scratches on the display lens; display legibility was not affected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.